Event description:
It was reported that the patient received a biolox delta taper liner hh/32 in 2010 (exact date not reported). A year after implantation, the patient started to experience pain. The patient was then scheduled to have a revision surgery on (B)(6) 2013 and upon inspection at time of surgery, the surgeon found that the stem was very loose and could be removed by hand and the surface bearings were scratched" with black marking evidence." For data entry purposes, the first day of the first month of the year reported will be entered.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. The cause for this specific clinical event cannot be ascertained from the info provided. Should add'l info become available and/or the device(s) be returned for eval and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. (B)(4).